Manufacturer narrative:
This event meets reportability requirements as the medical reviewer has deemed it a serious injury. The treatment tip was discarded before the patient reported the injury to the clinic. The tip is not available for evaluation. The data logs from the event were requested to be returned for evaluation. The investigation is ongoing.

Event description:
A user facility reported that a patient experienced burns and blisters on the left side of the brow, right side under their jawline and both sides of the cheeks following a thermage cpt treatment to the face and submental areas. The treatment was completed with no issues. The morning after the procedure, the patient observed the blisters and reported the symptoms to the clinic two days post procedure. The patient was given topical treatments to treat the affected areas including; hale derma, alastic nectar, and skin medica scar gel. The patient¿s status as of one week post procedure was that the patient was reported to be healing well; however, persistent red pigmentation remains, and the potential for lasting pigmentary alteration has been noted. A solta medical reviewer examined images of the patient injury. Post-treatment photographic evidence revealed localized epidermal injury. The side-by-side profile views of the patient's face showed a distinct, raised, erythematous lesion with superficial epidermal disruption on the lower right cheek and jawline area, along with minor punctate marking on the upper forehead. In another image, the close-up view of the neck displayed irregular, linear, and patchy erythematous tracking marks along the lateral neck surface, consistent with localized thermal distress. Based on the reported outcome with potential for permanent pigmentary changes, the solta medical reviewer assessed as a serious injury, which meets reportability requirements. There were no other treatments performed in the same symptom area on the procedure date or within 90 days prior. The patient has received aesthetic treatments in the same symptom area in the past and reportedly receives treatment 3-6 times a year. Solta medical branded cryogen and approximately one bottle of coupling fluid was used with the highest level of energy at 3.5. No system errors occurred during treatment. This was the first time the treatment tip was used on a patient, and it was inspected prior to use with no issues found. The tip was not inspected at any time during the procedure. The patient confirmed that they were not taking any prescription or over-the-counter medications, vitamins, or herbal supplements at the time of treatment. The patient also reported that they were not using any topical medical or non-medical skincare products and had discontinued all active skincare products several weeks before the procedure, as instructed. An updated patient status was provided thirty-six days post procedure. The clinic that performed the thermage procedure is continuing to treat the patient for the injury. The clinic completed protocol to help heal the burn and minimize scarring however the patient has hyperpigmentation which is taking longer to treat and causing the patient stress. There is a possibility of permanent hyperpigmentation according to the clinic.